Manufacturer narrative:
The reported events of failure to capture and poor sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant of the right atrial lead. During the produce the physician observed poor sensing, and high capture threshold. Several unsuccessful attempts were made to reposition the lead. A replacement lead used to complete the procedure. The patient was in stable condition.